Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
Device malfunction: posterior foot breakage. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that a physician trained in the use of the perclose at device attempted arteriotomy closure of the common femoral artery after an interventional procedure. When the physician pushed the plunger, an "abnormal noise was heard and the device came out of the patient". The posterior foot was found to be broken. Hemostasis was achieved by manual compression. There were no reported adverse patient sequelae. Though requested, no additional information was available.